Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that due to mesh growing around the urethra, the patient underwent mesh release, mesh removal, cystoscopy and repair of re-prolapsed bladder on (B)(6) 2012. The patient underwent excision of mesh due to erosion on (B)(6) 2012 following prolapsed vaginal vault after hysterectomy. No additional information was provided. (B)(4). Recurrent prolapsed bladder. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
Date sent to the FDA: 08/06/2015. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced recurrence, extrusion, infection, urinary problems, bowel problems, dyspareunia, depression, anxiety, vaginal dryness and ibs flare-ups . (B)(4).